Event description:
It was reported that the intraocular lens (iol) was implanted in the patient's eye on (B)(6) 2012. It was stated that on (B)(6) 2012, the patient was suspected of having endophthalmitis, and the patient's anterior chamber was washed. On (B)(6) 2012 the doctor removed and replaced the lens with the same model (zma00). It was stated that the customer sent the lens to an unknown site for a culture test. Culture testing indicated that the results were positive. It was stated that the patient had endophthalmitis again and the second lens was explanted. The explant date has not been provided at the time of the report. The iol was sent by the customer to an unknown site for a culture test as well. A separate medical device report will be submitted for the second lens. The patient outcome was not provided at the time of submitting the report. It is yet unknown whether there is any correlation between the implanted iol and the patient's diagnosis of endophthalmitis.

Manufacturer narrative:
It was reported that the intraocular lens test results were positive; however, it was recently learned that in fact the test results (culture) were negative. No further information has been provided at this time, nor is any further information expected. Placeholder.

Manufacturer narrative:
(B)(6). The device manufacturing records were reviewed and showed that the product was manufactured and sterilized within specification. The device has not been received by abbott medical optics for evaluation. Intraocular lens. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.